Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was ¿high¿ on cgm. The elevated bg was addressed with a correction bolus via pump. Reportedly, customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.